Manufacturer narrative:
(B)(4). The production device history record (DHR) of the iabp involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. The customer elected to evaluate the iabp. The customer biomed observed "autofill failure" 2985, 86, 0 alarm in the fault logs. He examined blood detector and tubing for any signs of blood or water condensate and neither was found. He performed water condensate removal and no fluids came out. Connected to the iabp an iab and ran the unit for 4 hours with no reported problem or alarms. The customer biomed contacted maquet service support to get explanation of error code but they could not identify the code. The manufacturer is requesting a copy of the fault logs to be evaluated by the engineering group. No additional information referent to the event is available.

Event description:
(B)(4). The customer reported that while the iabp was in use on a patient with linear 7.5fr 40cc iab, the iabp generated a blood detected alarm. Approximately 3-4 minutes, the caregiver performed troubleshooting of the alarm and the iabp was then turned off and back on and therapy was continued. The patient died; however, the physician is not attributing death to the iabp since he was able to restore support in a short time